Event description:
It was reported that the event involved a male pt while in the cath lab during insertion. The pump alarmed and the message displayed on the screen was "helium loss", iab too large, iab kinked and blood in the iab. They could hear air escaping in and out of the intra-aortic balloon (iab) before the bifurcation of the iab, by the clear repositioning sleeve. They checked all the connections and then observed blood in the repositioning sleeve. As a result, the iab and sheath were removed together over the spring wire guide (swg) and a second arrow iab-05840-lws was inserted through a new sheath via same insertion site (right femoral artery) without any issues. Per the md there was no report of pt death. No complications or injury to the pt. No medical/surgical intervention was required. There was a 1 or 2 minute delay or interruption in therapy noted with no harm to the pt. The pt outcome is the pt was sent to the intensive care unit (ICU) and is recovering well. The same autocat2wave was used in both insertions. There were pumps strips generated however, when the pt was moved from the cath lab to the ICU they got lost.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.